Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Additional information obtained indicated the physician met resistance when attempting to advance and remove the manufactures device. The device became stuck when it came off of the wire (another manufacturers device) and continued to be advanced folding over on itself. Femoral access was attempted to snare, they cut the manufacturers device and advanced another manufactures catheter to loop. The patient had left arm pain and was sent to another hospital or for surgical removal. A surgical cut down was performed on the brachial artery. By report, surgery went well and patient is doing well. Device discarded and not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic peripheral procedure, the manufactures device was advanced off of the wire (another manufactures device), looped over itself and could not be removed. Femoral access was attempted to snare, then they [the physician] cut the manufactures device and advanced another catheter (another manufactures device) to loop. The patient got left arm pain and was sent to another hospital or for surgical removal. This adverse event is being submitted because of patient status decline and additional (surgical) intervention was required to remove the manufactures device.